Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was exhibiting eos battery indicators and model#497-20 was replaced due to vf undersensing. No allegations against device malfunction.